Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department due to shortness of breath and tachycardia. It was suspected by the clinician that the cardiac resynchronization therapy defibrillator (crt-d) had a pacing malfunction. It was also noted that the right ventricular (rv) lead had low r-waves that vary and a lead impedance warning for high undefined impedance. The device and the rv lead remain in use. No further patient complications have been reported as a result of this event.